Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 53 mg/dl; cause was not known. Juice and food were consumed to address bg. Customer reported no injuries. Customer did not provide further information regarding this event and disconnected from the call with tandem technical support. Customer reverted to using manual injections for insulin therapy.